Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant air in line alarms, which was not reproduced due to a constant reload set message. Air in line alarms were confirmed through a review of the device event history log. The upstream sensor had continuity across the upstream sensor flex tail pins. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.